Event description:
Consumer claims to have been pierced with the inverness ear piercing system at a retail vendor in 2000. Two weeks later the ear was swollen and red. Medical attention was sought and the consumer was prescribed antibiotics.